Event description:
A worker experienced a small burn on the inside of her wrist when the unit was cycled without a vaporizer plate in place. The symptoms resolved after immediately rinsing the affected area under running water. No medical attention was sought.

Manufacturer narrative:
H6: the unit was serviced by a contract service provider who removed the vaporizer plate during service because he found the plate to be cracked. He inadvertently omitted to put a replacement plate in place. The issue has been addressed with the contact service provider and hosp staff for corrective and prevenative action. 510(k) is k991999